Manufacturer narrative:
Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt rec'd her scs sys, including an ipg, on (B)(6) 2008. It was reported the pt's scs sys is interfering with her cardiac ipg. Although the scs sys is a contraindication for pts with a cardiac ipg, the pt has declined to have the scs sys explanted. She is working closely with her physician to determine the next course of action.